Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported the patient is receiving unwanted stimulation on her left side (pain pattern is right side). X-rays identified the patient's scs lead has migrated. Subsequently, the patient underwent a lead revision in which the scs lead was moved back to its original position. The revision was unsuccessful as the patient only felt stimulation in her right side stomach and abdomen. Reprogramming is to be attempted. Follow-up identified a sjm rep was unable to obtain effective stimulation with reprogramming. Subsequently, the patient's scs lead was replaced which resolved the issue.